Event description:
The distributor reported on behalf of their customer that the 400-2100, ground pad tds adult end conn. Was being used during an acute abdomen procedure on (B)(6) 2024 when it was reported ¿at the end of the surgery, a burn was identified in the patient, on the left thigh on the same leg where the product was placed. Skin burns in patients. The electrodes were not in good condition as the hydrogel layer was very sparse and had yellow spots." The procedure was completed without the use of an alternate device. Further assessment information was requested of the reporter but to date no further information is available. It was also reported "unfortunately, it has not been possible to collect more information on the reported cases. Therefore, we ask you to continue with the investigation only with the information sent." There was no report of medical intervention, or hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining an unknown degree of burn.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed macrolyte dispersive pads have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. Macrolyte adult and pediatric pads are not recommended for use in high current procedures where the activation time and current exceed 30a2s in any 60 second period. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 400-2100, ground pad tds adult end conn. Was being used during an acute abdomen procedure on (B)(6) 2024 when it was reported ¿at the end of the surgery, a burn was identified in the patient, on the left thigh on the same leg where the product was placed. Skin burns in patients. The electrodes were not in good condition as the hydrogel layer was very sparse and had yellow spots.". The procedure was completed without the use of an alternate device. Further assessment information was requested of the reporter but to date no further information is available. It was also reported "unfortunately, it has not been possible to collect more information on the reported cases. Therefore, we ask you to continue with the investigation only with the information sent.". There was no report of medical intervention, or hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining an unknown degree of burn. This report is being raised on the reported injury due patient obtaining an unknown degree of burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.